Manufacturer narrative:
The insulin pump was received with loose drive support disk, missing end cap sticker, and cracked case at the display window corners. All the buttons work properly. However, moisture damage noted on the keypad traces.

Event description:
The customer reported that the bottom of the insulin pump is off. The customer mentioned being sick with a virus and her blood glucose has been fluctuating from 80 to 350mg/dl. The caller stated that the back of the piston was pushed out, and she has to pushed back in order to have the device working properly. The customer mentioned that the device was dropped four years ago and the display glass had a small crack. The customer also reported having motor error and battery alarms. No further information was provided.